Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's sales representative, the user was placing the pads on a curved portion of the reservoir. The pads should be placed on a flat surface. They also did not wait the specified amount of time for the pads to adhere. The user was made aware of the instructions for use (IFU). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensing pad would not stay attached to the reservoir. As a result, the pad was replaced and there were no additional issues. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.